Event description:
The customer stated he required medical assistance from the paramedics due to low blood glucose levels. The customer stated that his blood glucose levels go low in the middle of the night. The customer also stated that the insulin pump makes an unusual noise. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.